Manufacturer narrative:
Voluntary medwatch form received: mw5153257.

Event description:
Medwatch form received states: it was reported that this product was taken out of service due to electrode dysfunction. A new device was implanted instead.